Event description:
Tc wyre clinical study #us20-0027, same case as 6000093-2006-01681. It was reported that three days after a coronary artery drug eluting stenting procedure, the pt required a target vessel reintervention (tvr). The pt was admitted with a seizure. On admission, the pt had rapid atrial fibrillation which showed significant st depression. Subsequently, the pt had ck, mb and troponin elevated, indicating that he had a non q wave myocardial infarction. Although, the pt was asymptomatic, he underwent cardiac catheterization. The index procedure treated the 1st 80% stenosed, bifurcated lesion in the 1st obtuse marginal branch (1st om) with predilation and placement of a taxus express2 2.50x16mm drug eluting stent. The procedure treated the 2nd 90% stenosed, bifurcated lesion in the proximal left circumflex (prox lcx) with predilation and placement of a taxus express2 2.75x32mm drug eluting stent. The procedure treated the 3rd 70% stenosed, moderately calcified lesion in the mid right coronary artery (mid rca) with predilation and placement of two taxus express2 drug eluting stents of size 3.00x16mm and 3.00x32mm. Pt was in stable condition after the procedure. Three days after the initial procedure, the pt required a tvr at the mid rca. The pt had successful rotablator stenting of the left anterior descending artery (lad) and successful percutaneous transluminal coronary angioplasty of the rca. A 2.5x28mm taxus stent was placed in the diagonal artery and a 2.75x16mm taxus stent was placed in the mid lad. The mid rca was treated with high-pressure balloon dilation for 30% mid stenosis and 40% distal stenosis. The pt was on aspirin and plavix at the time of the event. There were no other reported complications. The pt was discharged the next day after the tvr on aspirin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.